Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ip27 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs, whirlpools, or saunas. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer wore the pump while swimming. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.